Manufacturer narrative:
As reported, during use of a 5f exoseal vascular closure device (vcd), the plug button could not be pressed. The patient was not harmed; there was no reported patient injury. The exoseal vcd was used in an interventional procedure, stenting of lower extremity arteries using a retrograde approach. Hemostasis was achieved through manual compression. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. The deployment button was not fully depressed and flushed against the handle. The exoseal vcd and a non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to a solid black color. When attempting to depress the button, it would not depress at all. The indicator window did not show solid black or any red color during retraction. Excess force was needed to fully depress the button. The operator performed femoral artery puncture point blockage and has been trained on the use of the vcd. A non-sterile unit of the product ¿vascular closure device 5f¿ was received for analysis. Per visual analysis, the following conditions were revealed, the deployment lever on the device was not depressed, the plug was present in the delivery shaft and severely exposed to residues of dry blood. The indicator window was in the white/black position, the cowling guard was locked, and the indicator wire was deployed. The back bleed port was set in its original position. Furthermore, an unknown procedural sheath was locked onto the device, and blood was noted in the procedure sheath. No damages were observed to it. No other anomalies were observed during the visual analysis. Per functional analysis, the deployment button was pushed down without friction and was completely depressed. The deployment button performed correctly, and the plug was deployed properly. Per microscopic analysis, the device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism was assembled correctly, and no anomalies were observed. The reported event of ¿deployment lever (button)-frozen/locked¿ was not confirmed through analysis of the returned device as it passed functional analysis with no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be determined during analysis of the returned device. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to inability to depress the button event reported since it was able to be depressed without friction during functional analysis. However, procedural/handling factors (such as the indicator window was not at the proper solid black position when attempting to depress the button) possibly contributed to the issue experienced during the procedure. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during use of a 5f exoseal vascular closure device (vcd), the plug button could not be pressed. The patient was not harmed; there was no reported patient injury. The exoseal vcd was used in an interventional procedure, stenting of lower extremity arteries using a retrograde approach. Hemostasis was achieved through manual compression. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. The deployment button was not fully depressed and flushed against the handle. The exoseal vcd and a non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to a solid black color. When attempting to depress the button, it would not depress at all. The indicator window did not show solid black or any red color during retraction. Excess force was needed to fully depress the button. The operator performed femoral artery puncture point blockage and has been trained on the use of the vcd. The device was retuned for evaluation.